Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 139 mg/dl, compared with the sensor glucose reading of 69 mg/dl. The customer stated that he observed some blood in the sensor. The most recent blood glucose reading was 114 mg/dl. He was advised of recommended sensor use techniques. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.